Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. No clarifying information provided. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy, and cystoscopy. It was also reported that the patient underwent mesh revision on (B)(6) 2008 by dr. (B)(6) at (B)(6) hospital. No additional information was provided.